Event description:
It was reported that during a laparoscopic cholecystectomy, while trying to close the cystic duct, it got locked up somehow. The event occurred while doctors were getting ready to put it through the trocar. As a result, doctors decided not to use the clip applier and used tyco's clip applier. When looking at the jaws of the clip, they crossed each other instead of being in a parallel closure. There was no pt consequence.